Manufacturer narrative:
The reported event was an infection. Final analysis did not find any anomalies. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient had an infection at the site of their implantable cardioverter defibrillator (ICD). Further evaluation revealed vegetation on the right ventricular (rv) and right atrial (ra) leads, along with positive blood cultures. During the explant procedure, removal of the rv lead was difficult; however, both rv and ra leads were ultimately successfully explanted. The patient¿s status was unknown.

Manufacturer narrative:
B2.